Event description:
It was reported that the pump declared a cartridge change error. No additional information was received regarding the impact on the customer¿s blood glucose level. No corrective actions or further details were provided.